Event description:
It was reported that the pacemaker was in backup vvi mode while in the box. No intervention was reported; the pacemaker remained in backup mode. There was no patient involvement.

Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. Device was returned in back up mode. Pacing output was verified in backup mode. Product code was downloaded, and analysis was performed. This including thermal and mechanical testing of the device, which indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup was por. The cause of por was undetermined, and the reset could not be reproduced. Assessment of total projected longevity was performed, and device was found to have appropriate longevity remaining. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.